Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant and a correlation to the device could not be determined through this evaluation. Multiple attempts for additional information regarding the reported event were sent to the account; however no additional information was received. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been transplanted. No additional information was provided.